Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle, air/water cylinder and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis exera iii colonovideoscope, air/water connection doesn´t work. During reprocessing channel 3 clogged is shown. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there was a whitish foreign material inside the air/water tube and air/ water cylinder, while inside the nozzle foreign body resembling black rubber was found. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; air/water cylinder has no color; suction cylinder has no color; air/water cylinder has foreign objects; label on scope connector is peeled; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, no air is fed; due to clogging of nozzle, no water is fed; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; air/water tube has foreign objects; nozzle has foreign objects; light guide lens has a crack; and bending section cover or distal sheath rubber has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.